Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
The patient underwent a successful thrombectomy procedure in the m1 using a penumbra system ace 68 reperfusion catheter (ace 68) on (B)(6) 2017, after being administered intravenous (IV) recombinant tissue plasminogen activator (rtpa) for thirty minutes and presenting a (B)(6) of 18. The physician did two passes with the ace68, and then did one more pass with a non-penumbra stent retriever. The final thrombolysis in cerebral infarction (tici) was 2b. On (B)(6) 2017, the physician found evidence of a hemorrhage infarction type 1 (hi-1) on the 24 hour non-contrast computerized tomography (ncct) imaging. This adverse event was resolved with no additional action taken, and the patient was discharged and transferred to a reference hospital with a (B)(6) of 9 on (B)(6) 2017. The intracranial hemorrhage was adjudicated to be an adverse event with an uncertain relationship to the ace68, non-penumbra devices, angiographic procedure, ic rt-pa, and index stroke, and unrelated to the other penumbra devices.